Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: all available information was investigated and the reported mechanical jam was confirmed based on the observed knotted lock line issue during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported mechanical jam was due to the observed knotted lock line; however, a definitive cause for the knotted lock line could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the inability to remove the lock line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. During the first deployment step, the lock line was stuck and could not be removed and a knot was suspected. The clip was not deployed and the cds was removed and replaced. A new cds was used to continue the procedure. Two clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.